Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor readings with symptoms of blurred vision and dizziness. The customer was treated with chocolate and sugary drink by a third-party. There was no report of death or permanent injury associated with this event. A readings comparison of 365 mg/dl with the sensor against 116 mg/dl with the built-in meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Broken snaps were observed upon visual inspection of the plug assembly. Current was applied to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were also within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the broken snaps did not impact the sensor¿s ability to generate an accurate glucose reading. This complaint is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor readings with symptoms of blurred vision and dizziness. The customer was treated with chocolate and sugary drink by a third-party. There was no report of death or permanent injury associated with this event. A readings comparison of 365 mg/dl with the sensor against 116 mg/dl with the built-in meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.